Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the screw broke when the surgeon was introducing into the tibial tunel.